Event description:
It was reported that the user received an insulin occlusion alert on the ilet and cleared the alert, after which insulin delivery resumed as normal; the event led to elevated blood glucose and the cause was unclear. Symptoms included hyperglycemia with associated headache, irritability, and nausea. Outcomes included a delay to therapy and a lack of therapeutic effect during the occlusion period. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the medical device problem was characterized as lack of effect during the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.